Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead could not be fixated after numerous attempts at positioning. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the attempt to reposition, there was tissue adhered to the helix screw, which made it difficult to reposition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.